Manufacturer narrative:
The product was not returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.

Event description:
The information received from the field states that after successfully accessing the true lumen of the vessel with the cto catheter, the physician pulled back the actuator and attempted to withdraw the device over the steep bifurcation, but felt resistance. The physician then advanced the cto catheter forward, which deployed the actuator and subsequently cut the p.t. Choice guidewire in half. The physician then removed the device and the guidewire from the patient. The other half of the guidewire remained in the patient. The patient was an obese male. There was no vessel information given except that the bifurcation was steep. A 6fr cook sheath was used to access the patient. A contralateral approach was used. Please note that multiple attempts to acquire additional information have been attempted and have been unsuccessful.